Event description:
On 04/18/2022, it was reported by an arthrex employee via sems that an ar-3210-0030 4k synergyuhd4 c-mount bb camera head was overheating during use, there was no patient, user, or third-party injury. To troubleshoot, the camera head was tested with a temperature sensor attached to it. The camera head showed an increase in temperature to 43 degrees celcius after 45 minutes of use. This was discovered during use on 04/06/2022 with no case/patient involvement. Additional information has been requested. On 04/21/2022, the arthrex employee stated the following information via email: the event occurred during the end of a knee arthroscopy on (B)(6) 2022. The overheating was detected at the end of the procedure by the surgeon and after this incident, it was tested by arthrex mexico in a maintenance visit on 04/06/2022. Nobody was harmed by the overheating of the device, it was just a comment of the surgeon that the camera head was hot.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. (Not confirmed) the evaluation did not reveal any issues relevant to the reported event. See attached thermal test results.